Event description:
It was reported that a device damage occurred. A left atrial appendage (laa) closure procedure was being performed when difficulty was noted with flushing and maneuvering the 35mm watchman flx pro closure device and delivery system (wds) after the package was opened, despite no obvious issues on initial inspection. The wds was introduced into the patient without issue; however, during deployment, the physician reported that the wds did not behave as expected. Recapture was attempted and was noted to be more difficult than usual. The wds was ultimately successfully recaptured and removed from the patient. Upon inspection outside the body, the wds appeared intact; however, damage was observed at the tip of the delivery catheter portion, which was noted to be torn. The wds was exchanged for a new system, and the procedure was completed successfully without further complications. The patient experienced no adverse clinical effects and fully recovered.

Event description:
It was reported that a device damage occurred. A left atrial appendage (laa) closure procedure was being performed when difficulty was noted with flushing and maneuvering the 35mm watchman flx pro closure device and delivery system (wds) after the package was opened, despite no obvious issues on initial inspection. The wds was introduced into the patient without issue; however, during deployment, the physician reported that the wds did not behave as expected. Recapture was attempted and was noted to be more difficult than usual. The wds was ultimately successfully recaptured and removed from the patient. Upon inspection outside the body, the wds appeared intact; however, damage was observed at the tip of the delivery catheter portion, which was noted to be torn. The wds was exchanged for a new system, and the procedure was completed successfully without further complications. The patient experienced no adverse clinical effects and fully recovered.

Manufacturer narrative:
H6 device code added: difficult to flush.

Event description:
It was reported that a device damage occurred. A left atrial appendage (laa) closure procedure was being performed when difficulty was noted with flushing and maneuvering the 35mm watchman flx pro closure device and delivery system (wds) after the package was opened, despite no obvious issues on initial inspection. The wds was introduced into the patient without issue; however, during deployment, the physician reported that the wds did not behave as expected. Recapture was attempted and was noted to be more difficult than usual. The wds was ultimately successfully recaptured and removed from the patient. Upon inspection outside the body, the wds appeared intact; however, damage was observed at the tip of the delivery catheter portion, which was noted to be torn. The wds was exchanged for a new system, and the procedure was completed successfully without further complications. The patient experienced no adverse clinical effects and fully recovered.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350 batch # 0037140177. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Risk review: a risk review was completed and confirmed that the events of device operates differently than expected, tip damage, difficult to recapture and difficult to flush were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.